Event description:
On (B) (6) 2010, a sunrise sales reported that a user contacted him about an event with his wheelchair. It was reported that the user was rolling across a gym floor at a local school when he rolled past the announcer and hit the extension cord running along on the floor. This caused his chair to stop quickly and tip forward. User fell out of the chair. User then went to the ER 3 days later when he was diagnosed with a lower end fracture of his right femur. User was not able to contact the dealer who originally order his chair for him as they had gone out of business.

Manufacturer narrative:
On 5/3/2010, a sunrise sales rep was contacted for additional information via email. The sales rep called to give me the details of the event. He stated he will be going out to the end users home in the next week or so to see what the issue is and evaluate the chair. On 5/20/2010, the sales rep was contacted via email to find out the status on his evaluation of the chair. On 5/24/2010, the sales rep was contacted again via email as to the status again. On 5/24/2010, the sales rep called to report his findings. He stated that he went to see the user and his chair to find out what the issue was with the front caster assembly and possibly replace with an alternate style per users request. Rep found casters to be in good condition and no issues, however, when rep evaluated user in the chair he noticed the chair was not set up properly for this user. He found the center of gravity was not right. The rear wheels were too far forward and caused a front load on the chair. Once rep made proper adjustments the user decided to keep the original caster assembly style. No further action was needed.